Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results was unknown. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account and performed maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple falsely depressed sodium (na) results were obtained on patient samples. The results were reported to the physician and immediately rerun on an alternate instrument system. Higher results within the normal range were obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.